Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilation balloon was used in the bile duct during a biliary tract dilation procedure performed on an unknown date. According to the complainant, during the procedure, it was noticed that the balloon was leaking near the balloon proximal side when inflated in the papilla of the patient, and it was determined that the balloon ruptured. Reportedly, the balloon was tested prior to the procedure without problem. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilation balloon was used in the bile duct during a biliary tract dilation procedure performed on an unknown date. According to the complainant, during the procedure, it was noticed that the balloon was leaking near the balloon proximal side when inflated in the papilla of the patient, and it was determined that the balloon ruptured. Reportedly, the balloon was tested prior to the procedure without problem. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6)2020 as no event date was reported. Block e1: initial reporter city: (B)(6) block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result a visual examination of the returned complaint device found that the balloon did not have any visual defects and was in a good condition. No damage was found on the catheter of the device. A microscopic examination was performed and a balloon pinhole was found; therefore the reported issue of balloon burst was not confirmed. Functional evaluation was performed by attaching the device into an alliance inflation system, the balloon was inflated without problem; however, it was noted that there was a pinhole in the proximal section of the balloon. Based on the available information, it is possible that factors encountered during the procedure, such as the technique used by the physician and/or interaction with the scope, could have caused the pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.